Event description:
It was reported that during a mildly calcified anterior tibial intervention, an armada balloon dilatation catheter (bdc) (lot: 4080541) was advanced without issue and was inflated to below nominal pressure. While pulling negative, it was noted that the balloon ruptured. The same thing occurred with a second armada bdc (lot: 4092941). A third armada bdc (lot: 5022341) was advanced without reported issue. The balloon ruptured on the initial inflation, below nominal pressure. There was no adverse patient effect or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was confirmed. Based on a visual, functional and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two armada balloon dilatation catheters referenced are being filed under separate manufacturing report numbers.